Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during an open reduction internal fixation for left acetabular fracture, two stryker drill bits allegedly broke off inside the plaintiff and remained in the plaintiff. It was also reported that the plaintiff sustained serious and permanent injury, pain and suffering. No further information was provided. This report is for the second drill bit that allegedly broke.

Manufacturer narrative:
Due to the legal nature of this complaint neither the device or medical records are available for review.

Event description:
It was reported that during an open reduction internal fixation for left acetabular fracture, two stryker drill bits allegedly broke off inside the plaintiff and remained in the plaintiff. It was also reported that the plaintiff sustained serious and permanent injury, pain and suffering. No further information was provided. This report is for the second drill bit that allegedly broke.